Event description:
I had to put in on again in the same day. I was choking on the goo that came out of it. [Choking] I had to put in on again in the same day [inappropriate schedule of product administration] my teeth don't stay in. [Product complaint] case description: on 2024-05-09 a spontaneous case was reported in united states of america by a consumer or other non-health professional via call center representative (phone). On 2024-05-21 new information was received for this case. On 2024-07-09 new information was received for this case. The report concerns a 61 year old female consumer. The consumer received poligrip power max hold and comfort (carna+polma cream) lot number p84k and expiry date 2026-10-31 on 2024-05-07 for 2 days for indication product used for unknown indication. No concomitant medications were reported. This case was associated with product complaint. On 2024-05-08,1 day after starting poligrip power max hold and comfort, the consumer experienced a medically significant choking (I had to put in on again in the same day. I was choking on the goo that came out of it). The outcome of the event choking was unknown. On an unknown date, the consumer experienced a non-serious event I had to put in on again in the same day (preferred term: inappropriate schedule of product administration), and my teeth don't stay in (preferred term: product complaint, and inappropriate schedule of product administration). The outcome of the event product complaint, and inappropriate schedule of product administration was unknown. No medical history was reported. No drug history was reported. The action taken for poligrip power max hold and comfort was unknown. Dechallenge was unknown and rechallenge was not applicable. The causality for the event choking was reasonable possible and causality for the events product complaint and inappropriate schedule of product administration was not reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I don't like this. It is difficult to work with. My teeth don't stay in. It says 12 hour hold. My plate was coming out of my mouth. It disintegrated in my mouth. I tried it several times. I want another tube. I had to put in on again in the same day. Lot p84k exp 2026/10. The extra care works very well. I started using it 2 days ago. I was choking on the goo that came out of it. Yes I was choking on the adhesive that was coming out of the plate. My other poligrip holds for about 7 hours, not 12 hours, but 7 hours. I have the extra care with me. Lot xy2r exp 2026/02. I can send you a picture of it. I will also send you a picture of the receipt and can return the hold and comfort to you." Case product: poligrip power max hold and comfort device MFR number: 1000415764-2024-00066. Follow up information received from qa department on 2024-05-21 for the case number (B)(4) for product with lot number p84k. Investigation evaluation: this is the first complaint of this nature for this batch. No complaint sample was received to site. The retain sample was recalled to site and sent to the lab for testing. The testing of the retain sample has met the required quality standards. From the above it is deemed there is no quality, safety or efficacy issues relating to this lot. This complaint is deemed unsubstantiated. Complaint conclusion: the product complaint was concluded as unsubstantiated. The pqc number was reported as pqc252102 and pqc252085. Error correction performed on the initially received document. Removed suspect product super poligrip extra care. On 2024-07-09, the following update have been provided - follow up information received from qa department on 2024-07-09 for the case number 06255340 for product with lot number p84k. Investigation evaluation: this is the first complaint of this nature for this batch. No complaint sample was received to site. The retain sample was recalled to site and sent to the lab for testing. The testing of the retain sample has met the required quality standards. From the above it is deemed there is no quality, safety or efficacy issues relating to this lot. This complaint is deemed unsubstantiated. This is the first complaint of this nature for this batch. The complaint sample was received on site and sent to the lab for testing. The testing of the complaint sample has met the required quality standards. There is no quality, safety or efficacy issue associated with this lot. This complaint is deemed unsubstantiated, and no further actions is required. Complaint conclusion: unsubstantiated follow up information received from qa department on 2024-07-09 for the case number (B)(4) for product with lot number p84k. Investigation evaluation: this is the thirtieth complaint of this nature for this batch. The complaint sample was received on site and sent to the lab for testing. The testing of the complaint sample has met the required quality standards. From the above it is deemed there is no quality, safety or efficacy issues relating to this lot. This complaint is deemed unsubstantiated. Complaint conclusion: unsubstantiated. Case product: poligrip power max hold and comfort device MFR number: 1000415764-2024-00066.

Manufacturer narrative:
Veeva case: (B)(4).

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I had to put in on again in the same day. I was choking on the goo that came out of it. [Choking] I had to put in on again in the same day [inappropriate schedule of product administration] my teeth don't stay in. [Product complaint] case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a consumer or other non-health professional via call center representative (phone). On (B)(6) 2024 new information was(were) received for this case. The report concerns a 61-year-old female consumer. The consumer received poligrip power max hold and comfort (carna+polma cream) lot number p84k and expiry date 2026-10-31 on 2024-05-07 for 2 days for indication product used for unknown indication. No concomitant medications were reported. This case was associated with product complaint. On (B)(6) 2024 ,1 day after starting poligrip power max hold and comfort, the consumer experienced a medically significant choking (I had to put in on again in the same day. I was choking on the goo that came out of it). The outcome of the event choking was unknown. On an unknown date, the consumer experienced a non-serious event I had to put in on again in the same day (preferred term: inappropriate schedule of product administration), and my teeth don't stay in (preferred term: product complaint, and inappropriate schedule of product administration). The outcome of the event product complaint, and inappropriate schedule of product administration was unknown. No medical history was reported. No drug history was reported. The reporter provided the following comment: "I don't like this. It is difficult to work with. My teeth don't stay in. It says 12 hour hold. My plate was coming out of my mouth. It disintegrated in my mouth. I tried it several times. I want another tube. I had to put in on again in the same day. Lot p84k exp 2026/10. The extra care works very well. I started using it 2 days ago. I was choking on the goo that came out of it. Yes I was choking on the adhesive that was coming out of the plate. My other poligrip holds for about 7 hours, not 12 hours, but 7 hours. I have the extra care with me. Lot xy2r exp 2026/02. I can send you a picture of it. I will also send you a picture of the receipt and can return the hold and comfort to you.". The action(s) taken were: for poligrip power max hold and comfort was unknown. Dechallenge was unknown and rechallenge was not applicable. The causality for the event choking was reasonable possible and causality for the events product complaint and inappropriate schedule of product administration was not reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Case product: poligrip power max hold and comfort device MFR number: on 2024-05-21, the following update(s) has(have) been provided - follow up information received from qa department on 2024-05-21 for the case number (B)(4) and (B)(4) for product with lot number p84k. Investigation evaluation: this is the first complaint of this nature for this batch. No complaint sample was received to site. The retain sample was recalled to site and sent to the lab for testing. The testing of the retain sample has met the required quality standards. From the above it is deemed there is no quality, safety or efficacy issues relating to this lot. This complaint is deemed unsubstantiated. Complaint conclusion: the product complaint was concluded as unsubstantiated. The pqc number was reported as (B)(4) and (B)(4). Error correction performed on the initially received document. Removed suspect product super poligrip extra care. Case product: poligrip power max hold and comfort device MFR number: